Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). The rv lead sensitivity was reprogrammed. The rv lead then exhibited intermittent undersensing in stored electrograms (egm) and low r-waves. The lead remainsin use. No patient complications have been reported as a result of this event.